Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to renal artery occlusion.

Event description:
On unknown date in 2006, the patient underwent an abdominal aortic aneurysm replacement with a y-graft. On (B)(6) 2014, a bypass from the y-graft to the celiac and superior mesenteric arteries was performed prior to the implantation of conformable gore tag thoracic endoprostheses, which was scheduled to be performed in one week. On (B)(6) 2014, the patient underwent endovascular repair of a thoraco-abdominal aortic aneurysm and a dissection that had developed in the same area. After two conformable gore tag thoracic endoprostheses (tgu373720j/11895742, tgu343420j/11660090) were implanted, intra-operative imaging showed a partial coverage of the left renal artery by the tgu343420j. It was reported the patient's aorta was tortuous, and the guidewire and delivery catheter appeared slanted within the aorta. When the tgu343420j was deployed with the intent on placing it just above the highest (right) renal artery, the lower (left) renal artery was inadvertently covered reportedly due to the angled placement of the device. A metallic stent was implanted in the left renal artery to maintain the blood flow to the kidney. It was reported blood flow to the left renal artery was restored after implant of the metallic stent.

Event description:
On unknown date in 2006, the patient received an abdominal aortic aneurysm replacement with a y-graft. On (B)(6) 2014, a bypass from the y- graft to a celiac and a superior mesenteric arteries was performed prior to the implantation of conformable gore® tag® thoracic endoprostheses, which was scheduled in one week. On (B)(6) 2014, the patient underwent endovascular repair of a thoraco-abdominal aortic aneurysm and the dissection developed in the same area using two conformable gore® tag® thoracic endoprostheses (tgu373720j/11895742, tgu343420j/11660090). After the implantation of the devices, the images showed the partial coverage of the left renal artery. A metallic stent was implanted in the left renal artery to maintain the blood flow to the liver. It was reported that the patient's aorta was tortuous; therefore, the guidewire and the delivery catheter were slanted off the aorta. When tgu343420j was deployed just above the highest renal artery (right), the lower renal artery (left) was inadvertently covered due to the angled placement of the device.